Manufacturer narrative:
The ge service representative conducted an onsite investigation. The ribbon cable was reseated and the loose connector was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the remote user interface on the system would not work. No pt injury was reported.